Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited excessive battery discharge. No intervention was performed. The patient would continue to be monitored.

Event description:
New information on (B)(6) 2016 stated that the pulse generator was explanted on (B)(6) 2016. No patient symptoms were reported.

Event description:
New information on 2/17/16 stated that the patient was in stable condition and would continue to be monitored.